Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty fsr (gold). Pump passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no weak battery alarm, low battery alert and unexpected battery out limit alarm noted.

Event description:
The customer reported via phone call that the insulin pump had a low battery alarm and a battery out limit. The customer's blood glucose was 299 mg/dl at the time of the incident. Troubleshooting was provided. The customer reported that the insulin pump worked fine after. The insulin pump will be returned for analysis.